Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The contact was unsure if the customer's blood glucose level was impacted. The customer thinks the tubing may have been kinked and was the cause of the occlusion. However, as the contact did not have the pump to perform a system check, tandem technical support was unable to perform a system check to confirm if the tubing was the source of the occlusion.

Manufacturer narrative:
Date of event corrected from (B)(6) 2015 to (B)(6) 2015.